Event description:
It was reported that there was an unacceptable threshold and poor sensing at implant. The lead was replaced and the new lead had the same performance. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; it was observed the proximal conductor is distorted and blood is present in/on the helix mechanism; full lead analyzed.